Event description:
It was reported that an alarm 01 occurred. There was no adverse impact to customer¿s blood glucose level. The customer was unable to verify cracks on the original cartridge but was able to load a new cartridge and successfully resume insulin.